Event description:
It was reported that the patient had been manipulating the incision site, which resulted in it opening. The ipp was explanted and replaced with tactra. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).